Event description:
Abbott 3-way stopcock w/male locking luer adapter was either faulty or defective causing leaking IV lines, "chem-strip irritability" and back up of blood in the lines for 5 babies in special care nursery.